Event description:
The lay user/pt contacted lifescan (lfs) in 2007 and alleged that the casing on her one touch ultrasoft lancing device was cracked/broken. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that the alleged issue first occurred in the morning of (day prior to the call to lfs). She also mentioned feeling shaky and sweaty after the reported issue began. However, she reportedly took no diabetes treatment actions following the issue and did not receive/require any medical treatment or intervention. At the time of troubleshooting, it was verified that this was not a new product and based on the info provided, there is no misuse of the product. This complaint is being reported because the pt alleged that she developed symptoms suggestive of hypoglycemia after the reported issue began. The alleged issue was not resolved with troubleshooting. Replacement product were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject device for eval, but has not yet received it. If the device is returned, lifescan will evaluate it and, if the device does not pas inspection, lifescan will inform FDA of the results in a supplemental report.